Manufacturer narrative:
Product has been received by zimmer biomet. This issue is addressed in package insert 01-50-1500, under care and handling of instruments, number 1 it states"surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a scarf osteotomy of the first metatarsal on (B)(6) 2016, two drivers bent while inserting the screws into normal bone. Both screws were fully seated when the drivers bent so another driver was not needed to complete the procedure and there was no delay.